Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code e0609 diminished pulse pressure removed.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used on (B)(6) 2025. The patient was under general anesthesia (ga). During the procedure the patient was prepared, pre-measurements were taken with transesophageal echocardiography (tee), there was no effusion noted. The venous access was obtained by the physician. The transeptal was accessed by the physician under tee guidance. An attempted to place a 27mm closure device was performed. The physician and clinical decided to size down to a 24mm closure device. After two attempts of deployment with the 24mm closure device, the anesthesia noted that were losing pulsation in the a-line and the patient blood pressure was dropping. The imaging physician did an effusion sweep with tee and an effusion was noted. Pericardiocentesis was performed and 480ml of bright red blood were drained, the surgery backup was called. The blood pressure was stabilized after pericardiocentesis, and the procedure was aborted. The patient was transported to the operating room (or) for possible tear revision/surgery. The closure device was deployed in the appendage but not released. The patient was transferred to the or with the closure device in the laa. Surgery was performed, the perforation was repaired, the appendage was ligated, and the closure device was removed. The patient was extubated on (B)(6) 2025 and is expected to fully recover. It was further reported that the patient has been transferred to inpatient rehabilitation and is medically stable. It was further reported that the reason the patient went to rehabilitation was due to the patient age.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used on (B)(6) 2025. The patient was under general anesthesia (ga). During the procedure the patient was prepared, pre-measurements were taken with transesophageal echocardiography (tee), there was no effusion noted. The venous access was obtained by the physician. The transeptal was accessed by the physician under tee guidance. An attempted to place a 27mm closure device was performed. The physician and clinical decided to size down to a 24mm closure device. After two attempts of deployment with the 24mm closure device, the anesthesia noted that were losing pulsation in the a-line and the patient blood pressure was dropping. The imaging physician did an effusion sweep with tee and an effusion was noted. Pericardiocentesis was performed and 480ml of bright red blood were drained, the surgery backup was called. The blood pressure was stabilized after pericardiocentesis, and the procedure was aborted. The patient was transported to the operating room (or) for possible tear revision/surgery. The closure device was deployed in the appendage but not released. The patient was transferred to the or with the closure device in the laa. Surgery was performed, the perforation was repaired, the appendage was ligated, and the closure device was removed. The patient was extubated on (B)(6) 2025 and is expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used on (B)(6) 2025. The patient was under general anesthesia (ga). During the procedure the patient was prepared, pre-measurements were taken with transesophageal echocardiography (tee), there was no effusion noted. The venous access was obtained by the physician. The transeptal was accessed by the physician under tee guidance. An attempted to place a 27mm closure device was performed. The physician and clinical decided to size down to a 24mm closure device. After two attempts of deployment with the 24mm closure device, the anesthesia noted that were losing pulsation in the a-line and the patient blood pressure was dropping. The imaging physician did an effusion sweep with tee and an effusion was noted. Pericardiocentesis was performed and 480ml of bright red blood were drained, the surgery backup was called. The blood pressure was stabilized after pericardiocentesis, and the procedure was aborted. The patient was transported to the operating room (or) for possible tear revision/surgery. The closure device was deployed in the appendage but not released. The patient was transferred to the or with the closure device in the laa. Surgery was performed, the perforation was repaired, the appendage was ligated, and the closure device was removed. The patient was extubated on 14-nov-2025 and is expected to fully recover. It was further reported that the patient has been transferred to inpatient rehabilitation and is medically stable.